Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power, and unexpected restart alarm test. No unexpected restart test alarm and no failed battery alarm. The device had a button error alarm due to corroded keypad traces. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.